Event description:
It was reported that a receiver broke between the grey and the red part. It broke in patient's hands while he was cleaning his hearing aids. No parts of the broken device were stuck in the ear and no harm is reported. Hearing care professional replaced the broken receiver. Clinical conclusion is that the detached receiver has not caused harm to the patient. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: the device was lost under transportation, no hardware details available. Clinical conclusion: clinical conclusion is that the detached receiver has not caused harm to the patient. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: known risk, considered in the risk analysis, mitigated and communicated to the user. As such this risk is deemed to be of an acceptable nature. Trended case device investigation conclusion: root cause is linked to manufacturing process. CAPA was initiated. The CAPA is now closed and corrective actions implemented. Manufacturer's investigation is final. This is a combined (initial and final) report.